Event description:
It was reported that the customer was hospitalized for high blood glucose levels, with a blood glucose reading of 400 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The mother did not want to troubleshoot further, and requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.